Event description:
Customer reported via phone call that the customer passed out due to low blood glucose and the customer experienced hypoglycemia with a blood glucose value unknown at the time of the event. Customer stated that the insulin pump was no longer responding and insulin pump got wet when the hospital gown was taken away with the insulin pump and insulin pump got washed. Current blood glucose was 91 mg/dl. The customer was treated with carb intake and emergency room visits. Troubleshooting was performed. The auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of the reported high/low blood glucose event. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 hecc,heic with this report.

Event description:
Correction: customer reported that she has not used the pump for insulin since (B)(6) 2019. She just uses it with the continuous glucose monitoring system. Customer is insulin sensitive and would easily go low. She had a low and visited the emergency room on (B)(6) 2022 at 1am. She was passed out. She was not sure what she was given for treatment but mentioned glucose/carbohydrate. Her pump got wet at the hospital when her pump was taken away with her gown for washing. She was reporting a frozen display after the pump got wet. Pump was not used for insulin. Sensor was used. Since pump was not used for insulin, auto mode was not used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The customer was hospitalized for alleged low bgs, frozen screen, and exposed to moisture on (B)(6) 2022. On svn (B)(6) the customer reported battery cap damage on (B)(6) 2022. On svn (B)(6) the customer reported battery cap damage on (B)(6) 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The device was received without the original battery cap. Unable to verify damage to the battery cap. The device was monitored during testing. No frozen screen noted. The time advanced properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay and a partially broken off retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board1, electric board2, force sensor and motor noted. The device passed the functional testing. Unable to confirm alleged low blood glucose. Frozen screen not confirmed. Exposed to moisture not confirmed. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.